Event description:
It was reported that a red call doctor icon appeared for this pacemaker on the communicator. Several troubleshooting actions were performed. The issue was resolved, and the data was uploaded. Reports for this device showed an alert for out of range impedance on the right ventricular (rv) lead channel. The patient will continue to be monitored. The device remains in use. No adverse patient effects were reported.